Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident some potential causes of the reported event could include but are not limited to surgical technique used, or size of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a legion revision tka surgery on (B)(6) 2020 it was implanted a legion tibial base plate. When surgeon was attempting to insert the 3-4 13mm constrained poly it would not lock down. A second high flex legion poly was opened and attempted to be inserted in and would not lock in as well. Each poly was inserted multiple times and popped out with a instrument with minimum anterior pressure. It was then decided after several attempts to leave the constrained insert in due to the tibial base plate being cemented. Knee seemed stable without the poly moving. A delay greater than 30 min was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.